Event description:
The patient contacted animas on (B)(6) 2014 reporting that they were re-hospitalized on (B)(6) 2014 in diabetic ketoacidosis. The patient stated that they just discovered a crack in the cartridge prior to contacting customer support (cs). The patient stated there was leaking and or air bubbles present. The patient reported that they had a blood glucose (bg) of greater than 600mg/dl with nausea, vomiting, frequent urination, extreme thirst, sleeplessness, anxiety, abdominal pain, extreme drowsiness. The patient was treated with insulin via injection and IV fluids. This report is being made due to the bg excursion the patient experienced due to an luer lock issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.